Event description:
Device 1 of 4. Ref MFR reports: 1627487-2012-1623, 1624 and 1625. The pt has three leads implanted in which two have the same lot number. It was reported the pt is expecting a heating sensation while charging her ipg. Also she reports experiencing stimulation in her abdomen instead of her leg. Follow up info identified surgical intervention is pending to address the issue. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
MFR's eval: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charing wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. This device was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.